Event description:
It was reported that the patient's midline incision was not healing properly. The physician examined the patient, and one lead was reported protruding from the midline incision. The physician decided to explant the device as a precaution to avoid the risk of infection. There were no signs of infection during the explant, but a swab was taken for testing. The result of the swab test is unknown. The device was explanted without complications. There was no report of patient harm or injury. The patient was prescribed bactrim antibiotic. The device was returned for analysis. No allegation was made against the functionality or performance of the reactiv8 system. The implantable pulse generator (ipg) passed the functional testing. Visual inspection observed no damages or anomalies in the ipg. No functional testing could be performed on the returned leads. Both leads were received and cut into two segments. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml# (B)(4). Other devices explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI#: (B)(4). Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI# (B)(4).